Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding an implantable neurostimulator (ins) used for deep brain stimulation (dbs) therapy. It was reported that the hcp turned an ins on in february but did not implant it. The ins was turned off and returned to the box. Four months later, just before the implant procedure the physician was trying to program the ins when they found it was overdischarged. The battery was resumed using a physician recharging procedure. The physician inquired if it was a good idea to implant the ins in a patient after it had been overdischarged. The physician was provided with information regarding the impact of an overdischarge on the ins. The ins was not implanted, and will be used as a demo device for the hospital's neurological department. There was no patient involved with the event. No further complications were reported or anticipated.